Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2148-50, serial #: (B)(4), description: scs registration lead sterile pkg. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg site after a fall. Symptom was redness at the ipg site. The physician believed that the infection was not device related and that it was due to many factors, but the fall was one component. The patient was prescribed antibiotics and underwent an explant procedure.